Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). Radiology-CT abdomen/pelvis. Findings: supraumbilical hernia with fat and small amount of transverse colon with second slightly left sided and lower fat containing anterior abdominal wall hernia. Diffuse body wall edema. Impression: diffuse extensive subcutaneous edema. Anterior abdominal wall hernias. (B)(6) 2008:(B)(6). Radiology-CT abdomen/pelvis. Impression: significant hematomas within the muscles of left obturator internus, right gluteus medius, right medial thigh and chronic hematomas within anterior abdominal wall. Large anterior abdominal wall hernia containing bowel and fat without obstruction. (B)(6) 2008: (B)(6). Radiology-x-ray abdomen. History: rule out obstruction. Nausea and vomiting, constipation. Impression: distended loops of large and small bowel projected over abdominal area with no evidence of obstruction in a pattern compatible with an ileus. (B)(6) 2010: (B)(6). Radiology- CT abdomen/pelvis. Findings: there is marked dilated small bowel and proximal colon to the level of an incarcerated hernia in the anterior abdominal wall, where a loop of the mid distal transverse colon enters dilated and exists decompressed. Manual reduction of the hernia is recommended. If not allowable, gi surgical consultation is recommended. Impression: incarcerated hernia with entrapment of mid distal transverse colon with severe proximal colonic and small bowel dilation, distal compression- manual reduction should be attempted. Massive morbid obesity with severe anasarca of soft tissue. (B)(6) 2010:(B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain, nausea, vomiting. Found to have previous CT incarcerated hernia with entrapment of mid transverse colon was found after surgical consultation to be reducible. Findings: proximal large bowel distended with recurrence of known anterior abdominal wall hernia with loop of mid transverse diameter within and being extremely narrowed as it exits. In addition to proximal transverse and ascending colon the small bowel distally also distended. Soft tissues remain edematous and distended. Just inferior and medial to anterior abdominal wall hernia, there is second smaller hernia slightly medial and appears to contain only mesentery. Impression: recurrence of incarcerated hernia with entrapment of mid transverse colon with severe proximal colonic and small bowel dilatation with distal decompression of colon. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Co-morbidities: obesity. Diabetes. Hypertension. Atrial fibrillation. Pulmonary hypertension. Procedures performed: open ventral hernia repair with a 6 x 8-cm fascial defect using 15 x 19-cm gore-tex dualmesh. Resident surgeon: christina parkhurst, md. Attending surgeon: todd merchen, md. Type of anesthesia: general with oroendotracheal intubation. Procedure medications: ancef 1 gram. Estimated blood loss: twenty-five cc. Fluid replacement: one liter. Specimens: none. Operative complications: none. Description of procedure: ¿once the patient was consented, she was taken to the operating suite. She was then placed in a supine position, and placed under general anesthesia with oroendotracheal intubation. Preoperative antibiotics were given prior to the incision. The abdomen was then prepped and draped in the usual sterile fashion. A longitudinal incision was made just over the hernia defect in a supraumbilical position. This was deepened into the subcutaneous tissue until the hernia sac was met. The hernia sac was carefully dissected free from the fascial edges, and the fascial edges were identified circumferentially using a combination of electrocautery and sharp dissection. During dissection, there was noted to be multiple small and one large hernia defect. These were joined to made hernia defect approximately 6 x 8 centimeters. There was incarcerated omentum and reducible bowel in the hernia sac. The omentum and hernia sac were resected, and the omentum was tied off using 2-0 silk ties. The hernia was allowed to reduce into the abdominal cavity, and the fascial edges were measured for mesh placement. An appropriate size dualmesh was chosen, and was sutured in place circumferentially in an underlay technique using 2-0 prolene suture and horizontal mattress sutures. The open incision was then irrigated with saline solution. The meh was checked, and was of adequate tautness. The skin edges were loosely reapproximated using 0-vicryl suture, approximating the deep dermal tissue in an interrupted fashion. The skin was irrigated and closed using skin staples. The incision was then covered with an island dressing, and the patient was awoken from general anesthesia. She was taken to the pacu for continued recovery. There were no complications during the procedure, and the patient tolerated the procedure well.¿ (B)(6) 2010: [ni]. Implant record. Device type: implant. Description: mesh dual 15 cm x 19 cm x 1 mm. Quantity: 1. Body site: abdomen. Expiration date: 11/19/2014. Manufacturer: wl gore and associates. Model name: 1dlmc04. Lot#: 7294849. The records confirm a gore® dualmesh® biomaterial (B)(4) was implanted during the procedure. (B)(6) 2010:(B)(6). [Illegible signature]. Procedure note. Preoperative/ postoperative diagnosis: incarcerated hernia ventral. Procedures: open ventral hernia. 6 x 8 cm repair. 15 x 19 cm mesh used. Description of procedures/findings: large hernia. Wound classification: 1. (B)(6) 2010: (B)(6). Radiology- x-ray abdomen series. Impression: findings compatible with ileus. (B)(6) 2010: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: status post open ventral hernia repair with 3 gram drop in hemoglobin, tachycardia and abdominal distension. Anterior to recently placed mesh, there is a 11 x 37 x 10-cm panus [sic] hematoma with rare dots of air likely postoperative. The mesh is outlined with air, also likely postoperative. Additionally, there is a 4 x 7 x 9 -cm layering hematoma with parfait effect posteriorly. Finally there is interdigitating in the anterior abdomen extending from the level of the transverse colon down by the base of the mesentery and extending into the pelvis is fluid collection with high attenuation, likely also hematoma. No areas of active bleeding identified. Impression: extremely large panus [sic] hematoma. Sub mesh hematoma. Abdominal hematoma. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: large abdominal wall hematoma. Postoperative diagnosis: large abdominal wall hematoma. Comorbidities: obesity. Atrial fibrillation. Procedures performed: evacuation of abdominal wall hematoma. Resident surgeon: cr. Christina parkhurst. Teaching (attending) surgeon(s): dr. James wynn. Procedure medications: none. Type of anesthesia: general with oroendotracheal intubation. Estimated blood loss: 50 cc of new blood and 3300 cc of old blood. Replenished in operating room: two units of prbc¿s [packed red blood cells]. Intravenous fluids: 600 ml. Specimens: none. Drains, implants and stents: three blake drains that were 10 mm. Complications: none. Indication for procedure: this is a 66-year-old african-american female with a history of ventral hernia repair on postoperative day five. The patient began having abdominal discomfort and enlargement of her abdominal wall, with concerns of bleeding. Her hemoglobin dropped two points and CT scan was performed and there was a large abdominal wall hematoma, as well as some intraabdominal fluid. The patient¿s inr was 4.5 at that time, secondary to her coumadin therapy for atrial fibrillation. The patient¿s coagulopathy was corrected. She was given four units of blood and four of ffp [fresh frozen platelets] prior to transfer to the operating room for evacuation of her abdominal wall hematoma. Description of the procedure: ¿once the patient was consented, she was taken to the operating suite. She was then placed in a supine position and was placed under general anesthesia with oroendotracheal intubation. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. The preexisting midline incision staples were removed and 3300 cc of old blood was evacuated from the anterior abdominal wall, tracking to the patient¿s left side. The cavity was irrigated with copious amounts of saline solution. The decision at that time was to place drains and close the abdominal wall. Three blake drains were placed, one on the patient right side and two on the patient¿s left side. The deep dermal tissue was then reapproximated using 0 vicryl suture in interrupted fashion. The skin was then closed using skin staples. Sterile dressings were placed over the midline incision and the jp drains were secured in place using 2-0 nylon and were also covered with sterile dressings. The patient was then awakened from general anesthesia and taken to the ICU for recovery. There were no complications during the procedure. The patient tolerated the procedure well.¿ (B)(6) 2010: (B)(6). [Illegible]. Procedure note. Preoperative/postoperative diagnosis: large abdominal wall hematoma. Indication for procedure: abdominal wall hematoma. Procedure: evacuation of abdominal wall hematoma. Description of procedure/findings: 3300 cc old blood above fascia/goretex closure. Ebl: 3300 old 50 new. Replace: 2 unit prbc. Ivf 600ml. Implants, drains, stents: 3 blake drains. (B)(6) 2010: (B)(6). [Illegible]. Procedure note. Preoperative/postoperative diagnosis: abdominal wall hematoma. Indication: anemia, [illegible]. Procedure: evacuation of wound hematoma and hemorrhage control. Description of procedure/findings: ¿prepped and draped sterile fashion at beside. Hematoma evacuated. One bleeding vessel suture ligated. Packed with kerlix. Edb 1400cc. Ivf: 2 liter normal saline, 1 unit fresh frozen plasma, 5 units packed red blood cells. Specimens: none. Complications: none apparent. Resident surgeon(s): [illegible]. Attending: [illegible signature]. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: ventral hernia repair with gore-tex mesh now presumably infected. Postoperative diagnosis: ventral hernia repair with gore-tex mesh now presumably infected. Co-morbidities: obesity. Diabetes. Hypertension. Atrial fibrillation. Pulmonary hypertension. Procedures performed: irrigation and debridement of abdominal wound, and placement of permacol 10 x 15-cm sheet with ventral hernia repair. Type of anesthesia: general anesthesia. Estimated blood loss: one hundred cc. Fluid replacement: eight hundred cc. Indication for procedure: the patient had bleeding and the abdominal wall and soft tissue had to have that opened and hematoma expressed and irrigation and drainage of that area. Subsequently bleed a little bit more and had to have the wound open with gore-tex mesh then exposed. We now have the patient stabilized somewhat, and taking the patient back for completion repair. Operative findings: a large cavity in the abdominal wall extending to the left side, and the patient¿s soft tissue hematoma is now decompressed. Description of procedure: ¿after having the chance to discuss the risks, benefits, and alternatives of the procedure, informed consent was obtained. The patient was taken to the operating room, and placed in the supine position. Anesthesia had been induced. Prepped and draped in a sterile standard surgical fashion. Dressings were removed from the abdominal wound and then we removed previous mesh by cutting monofilament sutures surrounding it. We then got permacol once it was appropriately placed in fluid. We did interrupted 0-prolene sutures surrounding it to do an underlay patch, and completed that circumferentially. We then irrigated out the wound well, suctioned until clear and placed a vac dressing. The patient tolerated this procedure well.¿ (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2010 procedure was not provided.] (B)(6) 2010: [ni]. [Illegible]. Procedure note. Preoperative diagnosis: status post ventral hernia repair with mesh (goretex) and bleeding. Postoperative diagnosis: status post ventral hernia repair with mesh (goretex) and bleeding. Indication for procedure: open wound with synthetic mesh. Procedure: irrigation/debridement abdominal wound. Placement of permacol 10 x 15 cm for ventral hernia repair. Description of procedure/findings: large [illegible] in abdominal wall soft tissue by hematoma now dispersed. Anesthesia: general endotracheal. Ebl: 100. Ivf: 300 cc. Specimen: fat [illegible]. Wound classification: ii. Implant sticker: permacol®. 05/18/10: [ni]. Perioperative report. Procedure: abdominal washout, hernia repair ventral. Wound classification: contaminated. Implant: permacol. Body site: abdomen. 05/25/10: health augusta university ¿ mcg health, inc. Todd merchen, md. Operative report. Preoperative diagnosis: ventilator dependence. Open abdominal wound. Postoperative diagnosis: ventilator dependence. Open abdominal wound. Comorbidities: obesity. Procedures performed: vacuum-assisted closure sponge change. Open tracheostomy. Resident surgeon: angela gucwa, md. Teaching (attending) surgeon(s): todd merchen, md. Procedure medications: none. Type of anesthesia: general anesthesia. Estimated blood loss: 10 ml. Intravenous fluids: 500 ml crystalloid. Specimens: none. Drains, implants and stents: #8 shiley tracheostomy tube. Complications: none. Indication for procedure: this is a 66-year-old female status post ventral hernia repair complicated by hematoma requiring open abdomen and ventilator dependence. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed in supine position on the operating room table. General anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile fashion. The vac device was secured and removed from suction. It was gently removed from the abdomen to reveal the exposed permacol. The wound was irrigated. An adaptic vaseline gauze was placed over the permacol and a new sponge was placed over the abdominal wound and into the subcutaneous pocket that extended to the left lower quadrant. The vac dressing was applied and suction obtained. Attention was turned to the patient¿s neck. She was placed in neck extension and shoulder roll was placed for exposure. Neck was prepped and draped in the usual sterile fashion. The trachea was palpated and an incision was made from the suprasternal notch to the cricoid cartilage. The incision was taken down through the platysma using electrocautery. The strap muscles were opened in the midline and retracted medially. It was noted that there were several thyroid nodules. The thyroid was bluntly dissected in a cephalad manner to expose the pretracheal fat. This was incised and the trachea was visualized. The third tracheal ring was brought into view, and two stay sutures of silk were placed on either side of the trachea for stabilization. The tracheal ring was then incised to form a flap and eventually removed. The trachea was spread and a lubricated #8 shiley tracheostomy tube was placed in the trachea without difficulty. Placement was confirmed. Good tidal volumes and oxygenation were confirmed. The tracheostomy was secured on either side with silk sutures, and a trach collar was put in place. The patient was awoken from anesthesia and transferred to the ICU in stable condition.¿ (B)(6) 2010: (B)(6). Death certificate. Hospital or other institution name: medical college of georgia. City, town or location of death: (B)(6). Pronouncer¿s name: michael a. Weston. Immediate cause: multiorgan system failure- respiratory failure-vap [ventilator associated pneumonia]-asp pna [aspiration pneumonia]. Approximate interval between onset and death: 4/15-7-10. Due to liver failure pulmonary hypertension. Approximate interval between onset and death: (B)(6). Due to renal failure. Approximate interval between onset and death: 6/25. Due to, or as a consequence of incarcerated ventral hernia. Approximate interval between onset and death: (B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) death certificate. Death at age 66 years. Place of death: medical college of georgia. Immediate cause: multiorgan system failure, respiratory failure, ventilator associated pneumonia and aspiration pneumonia, due to or as a consequence of liver failure and pulmonary hypertension due to or as a consequence of renal failure due to or as a consequence of incarcerated ventral hernia. Case referred to medical examiner: no. Autopsy: no. Tobacco use contributed to death: unknown. Natural causes. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection and mesh removal. Additional event specific information was not provided.